Manufacturer narrative:
Customer stated rotor will not be returned for investigation because it broke into many small pieces and discarded. Customer technical support "cts" provided customer with rt12 rotor kit for replacement. (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke during use of statspin ssvt-1 centrifuge. Customer states rotor broke into many small pieces and was discarded. Customer confirms no parts exited the centrifuge. No reports of injury, no exposure, and no medical attention needed due to this event.